Event description:
An optician forwarded a report to co's office in spain of a female pt experiencing "suspected keratitis" with use of a particular unit of oxysept comfort (ultracare) system: the pt did receive medical treatment, however the nature of treatment is not known at this time. The optician submitted the used product to an outside lab for analysis; and although acanthomoeba cysts were reportedly found, assay protocol has not been verified to confirm findings.